Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, while transecting the vessel from the common hepatic artery, when the product was activated, it was found that the clip was bent and abnormal. The device was changed to a new one to complete the case. There is no patient injury.